Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (does not securely latch) was confirmed. As received, the trunk cable connector was cracked, creating an insecure connection between the belt and monitor. The root cause of the cracked connector is physical abuse. In addition, there was contamination on the v1 and v4 components inside ECG electrode a. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not securely latch to a monitor.